Event description:
The foley bag was found to be leaking below the drainage tube. The MFR, bard has been to the facility to examine the bags and the units involved in conjunction with our education dept. There has been no resolution except we will keep reporting.